Manufacturer narrative:
A ge representative evaluated the system and found the tube cooling fan filter clogged with dust. Ge rep cleaned the tube cooling fan filter, found carbon tracings on the high voltage cable connectors at the tube end. Cleaned and regreased the cable connectors. System operates as intended.

Event description:
Customer reported the system keeps overheating, arcs, and the system needs to be shutdown. No patient injury was reported.